Event description:
Event reported by clinic in (B)(6). Problem occurred with delivery of iol. Notes received from (B)(4) distributor as follows: dr complained that ultra injector as unsafe to use. Ultra injector was used to implant tecnis one multifocal intraocular lens in pt. There was no obvious other than normal resistance. Iol was shot through the posterior capsular bag, posterior capsular bag was torn. Leakage of vitreous fluid. A three piece mf iol was instead placed into the sulcus.